Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the drive support cap loose and sticking out because she had no other alternatives, scared for customer getting a real bad low, went ahead and did not block the pump for customer. The blood glucose was unknown at the time of the incident. Customer stated that the bottom of the pump got detached while trying to load reservoir, while pressing the act button. Customer does not want to troubleshoot for the low blood glucose. Customer advised to replace the insulin pump and treat as per healthcare professional instructions. The insulin pump will be returned for analysis.